Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level over 400 mg/dl. High blood glucose troubleshooting was not performed. Customer also stated that there was a malfunction regarding the device's alerts. Troubleshooting showed that the insulin pump was functioning properly. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.